Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-rays confirmed a lead migration. Reprogramming was attempted and unable to resolve the reported issue. A revision procedure was performed to reposition the lead and restore therapy.

Manufacturer narrative:
The device remains implanted. The root cause of lead migration cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿